Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the depth gauge was damaged. The depth gauge appeared to move easily with not much resistance to changing the setting. The issue occurred while testing prior to the surgery and there was no patient involvement. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined there was an issue with the depth gauge lever. The lever was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing relating to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.